Event description:
It has been reported to the co that the balloon deflated after first aspiration. Balloon was most likely ruptured by distal stent strut when it moved back while aspirating. The balloon caught on stent strut.